Manufacturer narrative:
E1 initial reporter phone: (B)(6). The returned product consisted of the rotapro console. A visual inspection of the device showed it to be in good condition. It had also passed the manual test. The reported allegation was not able to be confirmed. A thorough review of the available information in the complaint did not find any fault condition(s) with the product related to the reported complaint allegation. The investigation conclusion code of no problem detected was selected.

Event description:
It was reported that a procedure was cancelled. A rotapro console and rotapro 1.25mm was selected for treatment of the target lesion. During the procedure, the rotapro console began making a noise and the system began vibrating. Because of these issues, the procedure was not able to be completed. There were no patient complications.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that a procedure was cancelled. A rotapro console and rotapro 1.25 mm was selected for treatment of the target lesion. During the procedure, the rotapro console began making a noise and the system began vibrating. Because of these issues, the procedure was not able to be completed. There were no patient complications.